Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met specification requirements and found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device -related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
(B)(6): the device was placed successfully in the left internal jugular vein on (B)(6) 2015. Approximately one month after device placement (on (B)(6) 2015), it was noted that the catheter had clotted and was not working. The device was removed from the patient on (B)(6) 2015 for this non-infectious complication and no other treatment was given. The event resolved on the same date.

Manufacturer narrative:
Device manufacture date added.